Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm 10bag 500 wal was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that two syringes will not draw insulin. Verbatim: consumer reported one 2 syringes from this box syringe will not draw up insulin. Just pulls up air. Lot # 9210511a. Catalog# 328512. Date of event (B)(6) 2020 on the 2nd syringe with issues from this box awaiting sample date of event unknown on the first syringe with issues from this box discarded sample status awaiting sample."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9210511. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm 10bag 500 wal was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that two syringes will not draw insulin. Verbatim: consumer reported one 2 syringes from this box syringe will not draw up insulin. Just pulls up air. Lot # 9210511a, catalog# 328512. Date of event (B)(6) 2020 on the 2nd syringe with issues from this box awaiting sample. Date of event unknown on the first syringe with issues from this box discarded sample status awaiting sample".